Event description:
Customer reported an issue with the beneview monitor's mpm module, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Customer was provided with a replacement unit.